Manufacturer narrative:
(B)(4). Date sent: 11/22/2021. H6: component code = g04. Additional information was requested and the following was obtained: how was the device removed? Dr. Called ethicon and was instructed by ethicon (perhaps rns?) On how to remove stapler from being stuck on tissue. My understanding is that whoever he spoke to at ethicon told him to ¿break the stapler¿ - my guess is the trigger handle to pry the stapler off tissue. What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Did the jaws eventually open? It was a robotic nephrectomy case that converted to open. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ats45 device was received with no apparent damaged and with tr45w reload loaded in the device. The reload was received with the sleds partially advanced of its home position and with the lockout spring normal. In addition, the cartridge deck was noted damage. During the mechanical testing, it was noted that the firing mechanism on the device was damaged. No further functional testing could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. No conclusion could be reached as to what caused the firing mechanism to fail. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The event reported was confirmed and it is related to improper use of the device. The condition of the reload indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. The damage found on the deck is consistent when the device is fired over an already existing staple line; when this happens, the knife plows the staples on cartridge deck and shaving may occurs. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Manufacturer narrative:
(B)(4). Batch #: unk. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How was the device removed? What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Did the jaws eventually open?

Event description:
It was reported by the sales rep that during an unknown procedure that the device was stuck on tissue. Unknown as to how the device was removed from the tissue. Unknown as to how the procedure was completed. There were no adverse consequences for the patient. One device with reload inside will be returned.